Event description:
After an implantation period of approx. 12 months, oversensing on the ventricular channel and also on the ff channel was reported. Therapy and detection was deactivated until a lead revision could be done in the future.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. Therefore the analysis is based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test of the ICD proved the device functions to be as specified. The returned data was inspected. The available iegms documented the sensing of t waves in the right ventricular channel, leading to nst detection. This does not represent a device malfunction. The sensing parameters can be programmed to specifically reduce the sensing of large intrinsic t waves. Furthermore, the freeze image obtained during the follow-up on (B)(6) 2019 showed the detection of ves as a result of noise. The provided x ray images did not reveal a clear sign for a lead damage. However, it cannot be excluded that an insulation damage of the right ventricular lead contributed to this observation. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the ICD and the lead. The analysis of the returned data revealed no indication of an ICD malfunction. However, the integrity of the lead cannot be assured.